Event description:
During a stone extraction procedure, the physician used a cook endoscopy tri-tome pc triple lumen sphincterotome to perform a sphincterotomy. When unbowing the tip of the device inside the patient, the wire lodged on the ampulla and was difficult to remove. The device was removed gently, and it was noted that the cutting wire was broken. The user facility reported that there was a little trauma to the ampulla with slight bleeding, not requiring intervention.

Manufacturer narrative:
This report is base entirely on unconfirmed information submitted by others. Neither the submission of this report nor any statement in it is intended to be an admission that any cook endoscopy device (I) is defective or malfunctioned or (ii) caused or contributed to a death or serous injury. Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices had been previously distrubted. After a review of the complaint history for this product line, we can advise that the reported incident of the cutting wire lodging on the ampulla represents an isolated occurence. Conclusions: we were unable to conduct a full investigation because the affected device was not returned to cook endoscopy for evaluation. We can provide the following comments: we can report that a break in the cutting wire can occur if the distal end of the device is over-flexed, if the handle is manipulated with the catheter in a coiled position or if the device is shaped manually. The instructions for use caution against using the device under these conditions. In addition, the tri-tome pc triple lumen sphincterotome is provided with a pre-curved stylet in the distal tip to aid in optimal orientation, thus obviating the need for manual formation. We can report that a broken cutting wire can occur if the device makes contact with the endoscope when cautery is applied. The instructions for use for this product line caution the user to ensure the cutting wire is completely out of the edoscope when applying cautery because contact with the endoscope may cause grounding, and result in patient injury, operator injury and damage to the device and/or endoscope. Corrective action: no corrective active warranted at this time because the report was unable to be verified. This incident represents an isolated occurence for this product line. Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure proper bowing action and device integrity.